Manufacturer narrative:
The field service representative (fsr) resolved the issue by cleaning the ict probe and reseating the tubing, ict pinch valve (rohs) on the architect c16000 processing module, serial number (B)(6). No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the ict probe and the tubing, ict pinch valve did not identify any related trends. A review of tracking and trending did not identify any related trends for the architect c16000 processing module regarding the current issue. A review of the manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c16000 processing module for serial number (B)(6), or the ict probe or the tubing, ict pinch valve was identified. Updated d10 - concomitant product: tubing, ict pinch valve (rohs),7-204068-01,unknown / ict probe,09d63-04,unknown.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 processing module for one patient. The following data was provided (customer¿s normal range for sodium: 137-147 mmol/l): initial sodium result = 117 mmol/l. Repeat sodium results = 139.9 / 139.2 / 139.9 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 processing module for one patient. The following data was provided (customer¿s normal range for sodium: 137-147 mmol/l): initial sodium result = 117 mmol/l. Repeat sodium results = 139.9 / 139.2 / 139.9 mmol/l there was no impact to patient management reported.